Manufacturer narrative:
H3: the device was received for evaluation. No lot review could be performed because no lot number was identified. Visual inspection identified corrosion on the tpiv connector, with the probable cause attributed to fluid ingress into the connector during use. Functional testing confirmed the complaint of incorrect readings, as the transducer displayed 98 mmhg during dead weight testing, which was outside the released specification of 100 mmhg ± 1 mmhg. The transducer was able to be zeroed and waveform output was present. Pressure leak testing identified no leaks and the product otherwise performed per specification. No additional manufacturer actions were noted.

Event description:
It was reported that the peripheral arterial line (pal) transducer malfunctioned. The pal readings initially correlated with the umbilical arterial line; however, the pal readings subsequently dropped unexpectedly. Based on the pal readings, clinical staff titrated the epinephrine infusion and administered normal saline boluses. There was patient involvement and temporary patient harm was reported by the event filer.

Manufacturer narrative:
H3 and h6 codes: updated. One used device was returned for investigation. During visual inspection, corrosion was observed on the tpiv connector. The probable cause of the corrosion on the sample had occurred due to a fluid ingress into the tpiv connector during use. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. When the returned set was primed and pressure leak tested, no leaks were observed. The reported complaint of incorrect readings was confirmed. A device history record (DHR) review could not be performed as the lot number was unknown.